Manufacturer narrative:
A 20 x 30 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm) during its second inflation. There was no reported patient injury. The target lesion was from the superficial femoral artery (sfa) to below the knee which had ninety-nine percent (99%) stenosis. There was little vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). An ipsilateral approach was made. An unknown 0.014¿ guidewire and unknown micro catheter was inserted and crossed the lesion. Saber balloon was inserted and inflated to a maximum inflation pressure of eight atmospheres (atm). The device was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The type of inflation device used was a non-cordis indeflator. The same indeflator was used successfully with other devices. There was no resistance nor friction while inserting the balloon through the rotating hemostatic valve and through the guide catheter. The catheter was never in an acute bend. The device was removed easily and intact (in one piece) from the patient body and the procedure was completed with another same size unknown balloon catheter. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82176352 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information from concomitant devices: 0.014 guidewire, micro catheter, non-cordis balloon catheter. (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 20 x 30 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 8 atmospheres (atm) during its second inflation. Therefore, the device was removed easily and intact (in one piece) from the patient body and the procedure was completed with another same size unknown balloon catheter. There was no reported patient injury. The target lesion was from the superficial femoral artery (sfa) to below the knee which had ninety-nine percent (99%) stenosis. There was little vessel tortuosity. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was stored per the instructions for use (IFU). There was no difficulty removing the product from the hoop and from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The type of inflation device used was a non-cordis indeflator. The same indeflator was used successfully with other devices. An ipsilateral approach was made. An unknown 0.014¿ guidewire and unknown micro catheter was inserted and crossed the lesion. Saber balloon was inserted and inflated. There was no resistance nor friction while inserting the balloon through the rotating hemostatic valve and through the guide catheter. The catheter was never in an acute bend. The maximum inflation pressure of the balloon catheter was 8 atmospheres (atm). The device will not be returned for evaluation as it was already discarded from the hospital. Additional procedural details were requested but are unknown.